Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48219. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedance reading on both leads. As such surgical intervention took place where in both leads were explanted and replaced and an additional lead was implanted to address the issue. Reportedly, effective therapy was restored post operatively.